Event description:
It was reported after the device was fired, the needle twisted in the breast tissue and wound the tissue around the needle. The needle was then difficult to remove from the patient. This happened with two different needles on the same patient. There was no patient injury reported. A coaxial cannula was not used. The patient was not large breasted and did not have dense tissue.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has been returned; however, evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown.